Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during placement of a port, the tip of a cope nitinol wire guide separated during insertion of the wire through another manufacturer¿s needle. The separated wire fragment was left in the subclavian vein. There has been no report that the patient required additional procedures or experienced adverse effects due to this event. Additional information has been requested but is not available at this time.